Event description:
Procedure: gastrectomy. According to the reporter: the sulu did not fire completely. Another device was used to complete the procedure. Blood loss was reported as less than 200cc. Additional tissue was resected and surgery time was extended by more than 30 minutes.

Manufacturer narrative:
(B) (4).